Event description:
Reportedly, during a follow-up on (B)(6) 2019, ventricular noise oversensing, suggestive of electromagnetic interferences or myopotentials, was observed on the recorded episodes in the device memory. The patient lives near high-voltage electrical power lines, which could contribute to the observed noise. A one month follow-up has been scheduled and countermeasures, including environmental investigation, should be developed if noise is still observed.